Manufacturer narrative:
Results: the pump was plugged in and powered on and ran for approximately 40 minutes without an issue. Therefore, the pump was functional. Conclusions: evaluation of the returned device revealed that the pump was functional. The pump was plugged in and powered on and ran for approximately 40 minutes and no issue was found. The root cause of this complaint could not be determined. Pumps are 100% functional tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal jugular vein and transverse sigmoid sinus using a penumbra system aspiration pump max 220v (pump max). During the procedure, while in use with a penumbra system 5max ace reperfusion catheter (5max ace), the pump max produced adequate vacuum and worked perfectly for the first 30-45 minutes of the procedure. However, after the first 30-45 minutes, the pump max motor started running very quietly and the vacuum pressure was unable to go below -22 inhg. Additionally, the pump max emitted a strong burning smell; therefore, the physician turned off the pump max and completed the procedure using manual aspiration. There was no report of an adverse effect to the patient.